Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin. Reportedly, the customer uses supplies longer than recommended. They were educated on the importance of changing cartridges every 48 hours with their insulin type.